Event description:
Unit is intermittently displaying a file system corruption detected message and locks up during cases. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and removed and replaced the hard drive, loaded version (B)(4) software, and the configuration and calibration files. System operates as intended.